Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were hard to press and requested to return replacement device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to a flattened act button dome switch. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.